Manufacturer narrative:
Though dentsply has not received any reports of serious injury resulting from this malfunction, there is a risk associated with retreatment where removal of the post is required. Posts are typically removed using ultrasound-based extraction techniques, though clockwise torque can also be used to facilitate removal. In the latter case, damage to the remaining tooth structure may occur, requiring extraction or other intervention. Because of these risks, dentsply decided to recall the affected product. Consequently, the likelihood that this malfunction would result in a serious injury if it recurred has been established. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it was reported that cytco posts contained a "design flaw". There is no indication that injury resulted.